Event description:
It was reported that patient presented in-clinic for follow-up. Noise was observed via review of egms. Externalized conductors were found via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.